Manufacturer narrative:
The reported event that lag screw, ti gamma3® ø10.5x95mm was alleged of issue k-232 (implant migration - lag screw) could not be confirmed, since the device was not returned for evaluation and no other evidences were provided. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. However, based on the complaint history the root cause is not related to a deficiency related to a product but is rather user related and most possible root cause could be drilling through the femur head for lag screw insertion and thereby selecting the wrong size of the lag screw. A review of the labeling did not indicate any abnormalities. The operative technique gives clear instruction on the entire procedure including implant size selection in the preplanning stage, lag screw length measurement, lag screw insertion and lag screw fixation. The device inspection was not possible as the product was not returned for investigation. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. If device is returned or any further information is provided, the investigation report will be reassessed.

Event description:
Gamma lag screw appears to be through the femoral head and into the hip joint. Revision was on 10/25/17, lag screw coming out and shorter lag screw going in.

Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device disposition is unknown.

Event description:
Gamma lag screw appears to be through the femoral head and into the hip joint. Revision was on (B)(6) 2017, lag screw coming out and shorter lag screw going in.